Manufacturer narrative:
Stent dislodgement inside the body can be affected by numerous factors including, but not limited to, extreme tortuosity or lesion resistance, interaction of the stent with accessory device, excessive force needed to retract undeployed stent into guiding catheter, or improper or inadequate crimping at the time of manufacturing. Possibly the stent implant interacted with the guiding catheter tip during retraction thereby, causing/contributing to the stent dislodgement. Ultimately the root cause for the stent dislodgement is unk. The pt effects of additional therapy/non-surgical treatment is a recognized likely pt effect associated with stent dislodgement in-vivo and was addressed in the device's risk assessment.

Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that after the device failed to cross to treat a lesion in the mid right coronary artery (rca), upon retraction, the stent dislodged and became free floating in the proximal rca. A balloon was successfully used to deploy the stent in the proximal rca (unintended site). No pt effects were report. No additional event or pt info is available.